Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hypoglycemia [hypoglycaemia]. Case description: study ID: (B)(6). Study description: this is a multi-centre, prospective, single-arm, non-interventional clinical investigation, studying the glycaemic control in patients with type 1 diabetes when introducing a novopen 6 for treatment with tresiba (insulin degludec) and fiasp (fast-acting insulin aspart) in a real-world setting. Patient's height, weight and body mass index was not reported. This serious solicited report from sweden was reported by a medical doctor as "hypoglycemia(hypoglycemia)" beginning on (B)(6) 2022 and concerned a 30 years old female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", current condition: type 1 diabetes mellitus, diabetic retinopathy, addison disease. Concomitant medication: hydrokortisone (name not reported, non-codeable). Treatment medications included - glucose. On (B)(6) 2022 patient's plasma glucose level was 1.8 mmol/l and patient was hospitalized on the same day. Patient was treated with glucose 5% in the emergency unit. On (B)(6) 2022 patient discharged from the hospital. Batch number of novopen 6 was requested. Action taken to novopen 6 was reported as product discontinued. On (B)(6) 2022 the outcome for the event "hypoglycemia(hypoglycemia)" was recovered. Reporter's causality (novopen 6) - hypoglycemia(hypoglycemia) : probable. Company's causality (novopen 6) - hypoglycemia(hypoglycemia) : possible. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Reporter comment: alternative aetiology: underlying disease- addison disease. Concomitant medication- hydrokortisone.

Event description:
Case description: final manufacturer's comment: (B)(6) 2022: submitted as serious device case. However, upon follow up received on 05-aug-2022, the safety form has been deleted as adverse events not related to a suspect nn device. Hence the case has been down graded to final non-reportable incident.